Event description:
It was reported that during total hip arthroplasty procedure in 2006, threaded tip section of acetabular inserter fractured inside of acetabular shell component. Shell component was removed and alternate component was used to complete the procedure. No sequela was reported as a result of instrument malfunction.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Examination of fracture surface found evidence that inserter fractured due to bending overload.